Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018- 00199, 0002648920-2018-00815, 0002648920-2018-00816, and 0002648920-2018-00817. UDI: (B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 11, catalog#: 42500607002, lot#: 62871617. Tibia cemented 5 degree stemmed right size g, catalog#: 42532007902, lot#: 62556863. All poly patella size 35 mm dia. Standard 9.0 mm thickness, catalog#: 00597206535, lot#: 62905593. Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was experiencing pain and swelling. The knee was aspirated and fluid was removed. A revision procedure has not been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via review of medical records. At 1 year period patient experiencing pain and required medical intervention of knee aspiration and patient experiencing the pain at the medial joint line during the 2nd year clinical exam. Per reported event, the patient also experiencing swelling along with pain. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.